Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, inflammation, infective state, fever, and cystitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, inflammation, infective state, fever, and cystitis as follows: precautions for use. "As a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported 4-5 months after injection to the zygomatic region with unspecified juvederm voluma patient developed edema at the injection site that was noted as "possibly consequent to an inflammation-infective state" with "fever and cystitis." Patient was prescribed bentelan (corticosteroid). Symptoms are ongoing.